Event description:
The customer states that the axsym processing cover does not remain upright and has fallen hitting some of the technicians on the head. The customer states that no medical treatment was necessary. No serious injury was reported.